Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 20 mg/dl; cause was unknown. Reportedly, the customer loss consciousness. The customer was treated with intravenous fluids of saline which resolved the issue with no permanent damage. The customer was released about a week later and continued to use the pump for insulin therapy.